Manufacturer narrative:
An event regarding pain involving a trident liner was reported. The event was confirmed trough the medical records provided. Device evaluation and results: not performed as product was not returned medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: degenerative disease related muscle atrophy around the hip with contracture in the iliotibial tract has contributed to temporary overload on the hip musculature during early recovery after accolade/trident total hip arthroplasty with symptoms of trochanteric bursitis, relieved rapidly and permanently by simple conservative treatment. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion a review of the provided medical records and x-rays by a clinical consultant indicated: degenerative disease related muscle atrophy around the hip with contracture in the iliotibial tract has contributed to temporary overload on the hip musculature during early recovery after accolade/trident total hip arthroplasty with symptoms of trochanteric bursitis, relieved rapidly and permanently by simple conservative treatment. No revision surgery has been reported. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Right total hip replacement on (B)(6) 2013. On (B)(6) 2014 patient reports ´pain right hip since 3 weeks´, diagnosed as ´bursitis trochanteria right side, after total hip replacement right side´. On (B)(6) 2016 patient reports that he is complaint free.

Manufacturer narrative:
The following devices were also listed in this report: trident psl ha solid back 50mm; cat#540-11-50e; lot#44338201. Accolade tmzf hip stem #4; cat#6020-0435; lot# 42537805. Delta v-40 ceramic head 32/0; cat#6570-0-132; lo#3560603. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Right total hip replacement on (B)(6) 2013. On (B)(6) 2014 patient reports ´pain right hip since 3 weeks´, diagnosed as ´bursitis trochanterica right side, after total hip replacement right side´. On (B)(6) 2016 patient reports that he is complaint free.